Event description:
The customer reported the device had a distorted display. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): a philips field service engineer evaluated the device and confirmed the failure. The display assembly was replaced to resolve the problem. All performance tests passed and the device was put back into service.